Manufacturer narrative:
Philips service replaced the ap dap meter and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that low disk space caused by locked patient files and dap meter errors occurred on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.